Event description:
It was reported that the patient had a serious injury. It was reported that the patient had the watchman left atrial appendage procedure in (B)(6) 2020. In (B)(6) 2020 "the patient had blurry vision and experienced an ocular stroke. They had permanent damage to their eye and they are taking eliquis now."

Event description:
It was reported that the patient had a serious injury. It was reported that the patient had the watchman left atrial appendage procedure in (B)(6) 2020. In (B)(6) 2020 "the patient had blurry vision and experienced an ocular stroke. They had permanent damage to their eye and they are taking eliquis now."